Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of four for the same event; see also 0002184052-2016-00032, 00033 and 00035.

Event description:
The facility reported that the screw, rod and connector from lt l4 fusion were removed from patient due to pain. Procedure was a lumbar fusion.